Event description:
It was reported that the blockage alarms were occurring more frequently. When the same consumable was used on another solis, the alarm did not go off. The event occurred during patient use. There was patient no harmed reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. The event history log was reviewed. Functional testing was unable to verify the duplicate the reported problem. It was determined that the most probable cause is a defective downstream occlusion sensor or cassette product. The service history review had no indication that the complaint was related to a previous service.